Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate power module missing a quick connect clip for the backup battery was unable to be confirmed. The heartmate power module, serial number (B)(6) was not returned for analysis. Provided information stated while changing out the backup battery of the power module, the backup battery power cable did not have a quick connect to the clip for the backup battery. It was hardwired from the clip to the power module. A root cause for the reported event could not be conclusively determined through this analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. Section f of the IFU, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while changing out the emergency backup battery (ebb) of the power module (pm) the ebb power cable did not have a quick connect to the clip for the ebb. It was hardwired from the clip to the pm. The power cable to the clip was pulled out of the pm and needed to be repaired.